Event description:
It was reported that an atrial lead warning was triggered. High unipolar and bipolar atrial lead thresholds as well as high unipolar and bipolar atrial lead impedances were also reported; impedance and thresholds were noted to be higher in unipolar than in bipolar. Noise also appeared to be present on patient's electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.